Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance and repair. It was determined at analysis that the epg failed the incoming test for backlight on-off difference due to connector issue on the main printed circuit board (pcb). It was noted that the menu dial failed due to missing knob. It was further noted that the upper case was cracked and the metal hanger was difficult to move. A capacitor was not present on the pcb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.